Event description:
Procedure performed: "robotic procedures." Event description: medwatch received via mail on 02nov2020. Medwatch uf/importer report #(B)(4). The event date is unknown. The event occurred in (B)(6) 2020. "Trocar broke during surgery. A rubbery piece of the time broke off and fell into the patient. The pieces were able to be retrieved." Additional information received via email on 19nov2020 from user facility: the device was used in robotic procedures. The case was completed with a new trocar. It is believed the trocar was used as a camera port. A piece of the seal fell into the patient but it was retrieved. The device is not available for return. The device is not available for return. Intervention: "got new trocar." Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow-up medwatch report #(B)(4).

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: medwatch received via mail on 02nov2020. Medwatch uf/importer report # (B)(4). The event date is unknown. The event occurred in (B)(6) 2020. "Trocar broke during surgery. A rubbery piece of the time broke off and fell into the patient. The pieces were able to be retrieved." Patient status: no patient injury indicated.